Event description:
It was reported that patient presented with a twitching feeling when pacing on their atrial lead. The physician believed that they may have caused an issue with this lead during a recent generator change. The atrial lead was capped on (B)(6) 2021 and a new lead was added. The patient was stable throughout the procedure.